Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that override function was not worked due to software issue. A technical support specialist updated 3-5 character to resolve the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system override function was not worked. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.